Event description:
The customer reported that the 9800 system intermittently had no image after exposure. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The boards and connectors were reseated and all the power supplies were checked during the service call.